Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of patient made mistake/touch contamination and peritonitis coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date in 2011, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized as a result of peritonitis. Treatment information was not reported. At the time of this report, the patient was recovering. It was not reported whether dianeal therapy was ongoing. Concomitant medications were not reported. It was unknown to the nurse whether the event of peritonitis was related to dianeal therapy. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11f22073, h11e21051, and h11e09114 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the user error which caused the peritonitis was undetermined. The label review found the labeling adequate for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.